Manufacturer narrative:
Analysis of the pump identified o-ring wear of the motor. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated it was not clear when the motor stalls started to occur; following logs showed a stall on (B)(6) 2018. It was reported the patient had symptoms of "loss and unstable therapy." The event resolved; the pump was replaced on (B)(6) 2019. The pump would be returned. Pump logs were reviewed. Details regarding motor stalls are as follows: stall on (B)(6) 2018 at 12:59 with recovery at 13:10, stall on (B)(6) 2019 at 06:52 with recovery at 07:17; stall on (B)(6) 2019 at 10:21 with recovery at 10:30; stall on (B)(6) 2019 at 08:04 with recovery at 08:49; stall on (B)(6) 2019 at 07:51 with recovery at 07:58; stall on (B)(6) 2019 at 11:32 with recovery at 11:51; stall at 16:59 with recovery at 17:06, and stall on (B)(6) 2019 at 14:40 with recovery at 14:45.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (3 mg/ml at 3 mg/day) via an implantable pump for an unknown indication for use. It was reported a critical pump alarm and recovered motor stall incidents occurred. The event date was unknown. Upon reading the pump logs, several motor stall incidents were seen. The patient was programmed for a pump replacement; this was scheduled for (B)(6) 2019. The issue was not resolved. The patient status was alive - no injury. Contributing factors to the event were unknown. There were no reported symptoms. Further complications were not reported.